Manufacturer narrative:
The device was received with blank display due to missing battery tube spring noted. The displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test, were unable to be performed due to blank display. The motor error alarms were unable to be verified due to blank display. There were cracked flex traces on motor flex cable noted. There were minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. There was moisture damage on motor housing noted; no corrosion on motor home switch.

Event description:
It was reported that the customer's device had motor error. No further information provided.